Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with or read the screen. There was no adverse impact on the customer¿s blood glucose level. The customer was to use multiple daily injections (mdi) as a backup therapy while waiting for the replacement pump. Technical support arranged for the pump to be replaced, confirmed the shipping details, and instructed the caller on storage mode and return procedures. The replacement pump sent to the customer was equipped with updated software, and the caller acknowledged understanding all instructions provided.